Event description:
As reported, during laparoscopic inguinal hernia repair, a capsure fixation device was used to fixate 3dmax mesh. It was reported that the fasteners of capsure fixation device were not fixating the mesh/soft tissue. It was reported that adequate counter pressure was applied. It took multiple fires to get just one out and the procedure was completed with another company's product. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh. Based on initial evaluation, the received device is jammed and unable to actuate. Further evaluation of the returned sample is still ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. Addendum: h11: this supplemental MDR is submitted to document the sample evaluation results. Based on the reported condition and sample evaluation conducted, the reported event is confirmed. The most probable cause for the failure to fixate reported is the result of the device becoming difficult to deploy as blood entered the handle chassis in use binding the internal components. During the functional testing, the capsure device could not be actuated as per the as received sample condition and it was confirmed to exhibit a jamming condition. All of the components were found to be present and properly assembled on the device and no damage was observed. It was identified that the drive shaft of the device could not be rotated, and these components had become stuck together by the presence of the dried blood/tissue within the device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic inguinal hernia repair, a capsure fixation device was used to fixate 3dmax mesh. It was reported that the fasteners of capsure fixation device were not fixating the mesh/soft tissue. It was reported that adequate counter pressure was applied. It took multiple fires to get just one out and the procedure was completed with another company's product. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh. Based on initial evaluation, the received device is jammed and unable to actuate. Further evaluation of the returned sample is still ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.